Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and confirmed the reported image issue. When connecting the reported smart cable to known, good, test verathon equipment, the image on the connected test monitor disappeared, split, and froze. The glidescope core smart cable failed verathon's functionality testing. Upon completion of the evaluation the glidescope core smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, the image disappeared when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient was reported.